Event description:
Information received notes that the patient was seen for management of persistent atrial flutter and was referred for rf ablative therapy to restore sinus rhythm. The patient had an underlying rhythm of 45 bpm. The device was pro- grammed to vvir until the ablation could be performed. One week prior to surgery, the patient went into cardiac arrest and could not be resuscitated. After removal, the device exhibited no output and could not be interrogated.